Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. The product code could not be downloaded. The device was at end of life (eol). After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.